Event description:
The pt reported she has a skin irritation at her infusion site which has caused a red painless rash. She stated it has only occurred with one box of insulin infusion sets and not with all of the infusion sets in the box. She said she showed it to her doctor during a regular appointment and he prescribed some antibiotic lotions. She stated she did not have any of the infusion sets available for return. No blood glucose effects were reported. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.